Manufacturer narrative:
This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 02k91-33. All available patient information was included. Additional patient details are not available. A review of complaints for architect ca 19-9xr (lot 08001m800) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 08001m800was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr (lot 08001m800) assay.

Event description:
The customer reported falsely elevated architect ca 19-9xr results on a (B)(6) yr old female patient diagnosed with pancreatic cancer. Results provided: (B)(6) 2020 (B)(6) = > 1200 u/ml; x10 auto-dilution = 693.88 u/ml; x5 manual dilution = 1121.35 u/ml; x10 manual dilution = 763.92 u/ml. No impact to patient management was reported.